Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error coden1109 - machine pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The proximal pressure sensor is used to measure machine pressure (solenoid 3 de-energized; solenoid 4 energized), the proximal pressure is not measured, and pressure-related alarms are compromised. Trouble shot with customer: 1. Verify pin alignment between solenoids and the data aquisition printed circuit board assembly (pcba). 2. Replace the machine auto-zero solenoid (sol 2 and sol 4). 3. Replace the da pcba. The rse provided parts ID for the da board and solenoid. The investigation is ongoing.